Event description:
Pt has cervical fusion done 12/97. Plate broke. Fracture of plate occurred between 1/30/98 and 3/21/98. Evaluation of brace indicated pt has excessive movement and "can actually turn her head with rotation up to 30-35 degrees. There is also flexion at 20 degrees." Status of brace and pt attempting to resume more normal activities including heavy lifting may have resulted in fracture.